Manufacturer narrative:
(B)(4):the guide wire was returned and the reported difficulty with the micro-catheter was confirmed. Lot history review revealed no anomaly relating to the reported event. No other product experience report was received for this lot. No product deficiency was identified.

Event description:
It was reported that the procedure was to treat a chronic totally occluded (cto) circumflex (cx) artery. A non-abbott micro-catheter met resistance during advancement onto and removal from the fielder xt guide wire. Both devices had to be removed as a single unit. A second non-abbott micro-catheter met resistance during advancement onto and removal from a second fielder xt guide wire. Both devices had to be removed as a single unit. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A non-abbott guide wire, non-abbott balloon dilatation catheter (bdc), and xience v stent implant were used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.the fielder xt guide wire is manufactured by asahi intecc. Co. Ltd. Medical division; however, abbott vascular distributes the device and is responsible for MDR reporting.